Event description:
During final tightening of the last screw with the torque attachment, the screw migrated through the ti 2-column plate and into bone, disassociating the screw from the plate. Surgeon did not back out the plate or screws. Surgeon left the construct in place. He felt it would cause more problems rectifying the problem. The torque attachment provided 1.2 nm of torque which may have been too much torque. Surgeon could have possibly over-torqued the screw with the torque attachment. This is 1 of 1 reports for this event, complaint (B)(4). Screw lot number unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 03/21/2012.